Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device after a diagnostic procedure. Ten days later the pt presented to the physician's office with an "elevated temperature" and "slight oozing" from the procedural groin. The groin was reported to be "hot to touch". The pt was admitted to the hosp and was diagnosed with a pseudoaneurysm. A vascular surgeon was consulted and the pt was taken to surgery for "repair of the artery with a vein patch." It was reported the pt remains in the hosp. Multiple attempts have been made to obtain additional info from the customer but no further info has become available.